Event description:
As the nurse began an IV catheter used to attempt IV start on patient, the sheath covering the needle split at the tip after the catheter had punctured the skin. The catheter was removed and another catheter was inserted with no issues. Split catheter isolated and sent to biomedical for review and reporting.